Event description:
It was reported that a lead insulation break was suspected as this right ventricular (rv) lead exhibited pacing inhibition due to oversensing noise. It was also noted that low out of range impedances were observed during pacing system analyzer (psa) testing. This rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.